Event description:
The device was used during a procedure on the colon. Reportedly, the staples did not form properly. The surgeon manually sutured to complete the procedure. The hosp has reported no pt injury occurred.

Manufacturer narrative:
4/16/1998 - supplemental report #1 submitted to FDA. Device evaluation indicated and codes entered in h3 and h6.